Manufacturer narrative:
As reported, of a white advancer tube 5f mynxgrip vascular closure device (vcd) was not present after the sealant was deployed and the sheath was removed. The physician advanced the sealant, went to pull up the sheath back to the handle to expose the white advancer tube and it was not present. The intended procedure was an interventional peripheral. The procedure used a retrograde approach. The user was certified on the use of the mynx. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel¿s diameter verified to be greater than or equal to 5 mm in diameter. The sheath used was a non-cordis device. There was no presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture sire. Hemostasis was completed via manual compression which was done for less than 30 minutes.the device was not returned for analysis by the site. The product history record (phr) review of lot f1834402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿sealant failure to deploy-advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, it could be related to procedural/handling factors. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the product history record review and the information available, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, of a white advancer tube 5f mynxgrip vascular closure device (vcd) was not present after the sealant was deployed and the sheath was removed. The physician advanced the sealant, went to pull up the sheath back to the handle to expose the white advancer tube and it was not present. The intended procedure was an interventional peripheral. The procedure used a retrograde approach. The user was certified on the use of the mynx. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel¿s diameter verified to be greater than or equal to 5 mm in diameter. The sheath used was a non-cordis device. There was no presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture sire. Hemostasis was completed via manual compression which was done for less than 30 minutes.